Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 280 mg/dl and a correction bolus was delivered to address the bg level. The customer changed the infusion set site and did not observe any damage to the cannula. The site was changed and no further occlusions had occurred.